Manufacturer narrative:
Philips healthcare has not been authorized to repair the device. A follow up report will be submitted if and when new information becomes available.

Event description:
The customer reported that the ventilator would not power on. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
Philips field service engineer repaired the device. The power management (pm) printed circuit board (pcb) was replaced. The ventilator passed all test and operated within the manufacturing specifications.